Manufacturer narrative:
The complaint of premature discharge of battery was confirmed. The device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.